Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician performed bench testing on model lap top ventilator 1150. Unit alarmed hardware fault due to faulty fan assembly. The service technician replaced the fan assembly and unit passed all testing. Fan fault would not effect the way the ventilator ventilates.

Event description:
The customer reported a patient expired while connected to model lap top ventilator 1150. It is suspected that the child connected to the ventilator had a mucous plug resulting in the patients death. The customer stated there is no allegation of the ventilator malfunctioning. The ventilator alarmed as it what intended to do so.